Event description:
During follow-up, a trend of increasing defibrillation impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The laboratory analysis did not identify any anomalies with the lead that would have resulted in the reported increasing defibrillation impedance. Visual and x-ray testing did not find any anomalies with the exception of procedural damage. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.